Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received a report that during deployment of flow diverter, the middle part wasn't opening so physician resheathed the device. During resheathing device buckled into the aneurysm so physician took out the device. The pipeline used for an indication that is approved. The pipeline and any accessory devices were prepared as indicated in the IFU and the catheter was flushed as indicated in the IFU. Post procedure angiogram shows partial thrombolysis into the aneurysm and flow reduction in aneurysm. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the right ICD para clinoid segment with a max diameter of 19mm and a 8mm neck diameter. Landing zone was 3.6mm distal and 3.85mm proximal. It was noted the patient's vessel tortuosity was moderate. Access vessel was internal carotid artery with 4.1mm diameter.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the pipeline was not positioned in a vessel bend when it failed to open, and no other steps were taken to open the device.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the physician did parent vessel occlusion.

Manufacturer narrative:
Product analysis of ped3-027-400-30,lot# b272415 ¿ as found condition: the pipeline vantage embolization device and phenom 27 catheter were returned for analysis within a shipping box. The pipeline vantage embolization device was returned within an opened pipeline vantage outer carton (b272415), within an opened pipeline vantage inner pouch (b272415), and within a dispenser coil. The pipeline vantage braid was returned detached from the pusher. The phenom 27 catheter was returned within an opened phenom 27 outer carton (223802846), within an opened phenom 27 inner pouch (223802846), and within a dispenser coil. ¿ damage location details: no bends or kinks were found with the pipeline vantage pusher. The pusher arm¿s and sleeves were found in good condition. The pusher tip coil was found bent. The pipeline vantage braid ends were found open, but damaged (frayed). The phenom 27 catheter hub was found in good condition. No bends or kinks were found with the phenom 27 catheter body. The phenom 27 catheter distal tip was found in good condition. ¿ testing/analysis: the phenom 27 catheter was flushed, water exited from the distal tip. An in-house 0.0265¿ mandrel was inserted through the phenom 27 catheter without issue. ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿failure/incomplete to open at middle section (hourglass shape)¿ and ¿resistance during re-sheathing¿ reports could not be confirmed. Possible causes of ¿failure/incomplete to open at middle section (hourglass shape)¿ include patient vessel tortuosity, damaged braid, braid improperly sized to anatomy, braid was overstretched during delivery, or user deploys braid in vessel bend. The patient¿s vessel tortuosity was ¿moderate¿, the braid appears to be properly sized, and the braid was not positioned in a vessel bend ruling out ¿patient vessel tortuosity¿, ¿braid improperly sized to anatomy¿, and ¿user deploys braid in vessel bend¿ as potential causes. No damages were found with the middle segment of the pipeline flex braid that would have contributed to the event ruling out ¿damaged braid¿ and ¿braid was overstretched during delivery¿ as potential causes. The cause for the reported failure to open could not be determined. Regarding the ¿resistance during re-sheathing¿ issue, possible causes include patient vessel tortuosity, ped/delivery system damage, catheter damage, user does not maintain continuous flush, or user resheaths more than 2 times. The patient¿s vessel tortuosity was ¿moderate¿, no damages were found with the phenom 27 catheter or pipeline vantage pusher that would have contributed ruling out ¿patient vessel tortuosity¿, ¿ped/delivery system damage¿, or ¿catheter damage¿ as potential causes. Information regarding if a continuous flush was maintained or if the device was resheathed more than 2 times was not provided. Therefore, ¿user does not maintain continuous flush¿ and ¿user resheaths more than 2 times¿ could not be ruled out as potential causes. The cause for the reported resistance could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.